Event description:
The customer reported that the paddle set cable had a cut in the casing and that the unit showed a red x after passing the opcheck test.

Manufacturer narrative:
(B)(4): the customer reported that the paddle set cable had a cut in the casing and that the unit showed a red x after passing the opcheck test. Due to the paddle set not being tested prior to disposal, we cannot determine if the paddle set was capable of delivering therapy. The unit was evaluated locally by a philips field service engineer and the failure was verified. Replacing the paddles set resolved the failure. The unit remains at the customer site with the new paddle set installed.